Event description:
Device malfunction: none. Symptoms/ae: prolonged hypotension. Time of symptoms: after procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient had symptomatic hypotension which was treated with neosynephrine. Additionally, post-procedure, the patient had a transient episode of right facial numbness which resolved spontaneously and some nausea that resolved without treatment. One day post-procedure, the patient reported some dizziness and lightheadedness which was not treated. Four days post-procedure, the hypotension resolved and the patient was discharged to home in stable condition. Approximately one month post-procedure, the dizziness/lightheadedness resolved spontaneously. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.